Manufacturer narrative:
The reported field event of extended charge time was confirmed in the laboratory via review of the device image. The device was tested on the bench, and a charge timeout was observed during a capacitor maintenance. Subsequent high voltage charges had normal charge times. The cause of the extended charge time could not be determined.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.

Event description:
It was reported that a capacitor charge time limit reached alert was observed via remote transmission. Review of the session confirmed extended charge time. The device was explanted and replaced. The patient was doing well.